Event description:
It was reported that during an unspecified surgery, the threaded cannula broke when it was being pulled out of the joint, and after breaking the product stayed in the joint. The nurse had to open another product and to go again inside the joint. It is unknown if the broken pieces were removed from the patient and if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff repair, the threaded cannula broke when it was being pulled out of the joint, and after breaking the product stayed in the joint. The nurse had to open another product and to go again inside the joint. No delay delay was reported. The broken pieces were removed from the patient. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). Corrected information in h6 (health effect - impact code).

Event description:
It was reported that during a rotator cuff repair, the threaded cannula broke when it was being pulled out of the joint, and after breaking the product stayed in the joint. The nurse had to open another product and to go again inside the joint. The broken pieces were removed from the patient using a handheld grasper. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Per case details, a drawing of the broken (threaded cannula) device provided per the 8/9/22 correspondence, confirmed the device breakage occurred while inside the patient. Reportedly, all the broken pieces of the device were removed from the patient with the handheld grasper, and no medical intervention was required due to the reported device failure. Reportedly, a smith and nephew back-up device was used to complete the procedure without a surgical delay. The patient¿s current health status is unknown. As of the date of this medical investigation, the requested clinical documentation including the operative report has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported is not anticipated, as all broken pieced were reportedly removed from inside the patient, ¿no further complications were reported¿, and no patient injury has been alleged. Therefore, no further clinical/medical assessment can be rendered. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.